Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the right atrial lead and the right ventricular lead exhibited loss of capture and discovered to be dislodged during a pacemaker check. This was not the first time the leads were dislodged and the physician suspected that the dislodgement was due to lead¿s thickness. The leads were explanted and replaced. The patient was stable post procedure.